Event description:
It was reported that the patient implanted with this right ventricular (rv) lead experienced episodes of syncope. It was found that the lead was not pacing as expected. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.